Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they remain implanted in the patients. The reported events could not be confirmed. The cause of the events could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-00402 2029214-2017-00403.

Event description:
Medtronic literature review found reports pipeline failure to open. The purpose of the abstract was to determine the incidence of technical difficulties during pipeline deployment. The authors reviewed 22 patients treated with the pipeline device; 18 were female, 4 were male, mean age of 59.5 years. The abstract states in five cases, balloon angioplasty of the pipeline was required. In two of these instances, balloon angioplasty was required due to stenosis within the pipeline. Almandoz, j. D. Et al. (2012). O-036 incidence of technical difficulties during pipeline device deployment in the initial cohort of patients treated at a tertiary referral medical center: abstract o-036 table 1. Journal of neurointerventional surgery, 4(suppl 1). Doi:10.1136/neurintsurg-2012-010455a.36